Event description:
According to the available information, the implant was removed and replaced with a malleable due to erosion/extrusion.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received. As examination of the components may not conclusively confirm or disprove the report of erosion/extrusion, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the implant was removed and replaced with a malleable due to erosion/extrusion.